Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: ·the foreign material could not be identified based on the provided information. ·manual cleaning cannot be continued when water/air leakage is detected. Therefore, it was judged that the device was sent to olympus without undergoing reprocessing at the user facility. As a result, foreign material may have remained in the area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There was no patient involvement.